Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health care professional reported, right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell . A microscopic analysis was performed which identify an opening sharp patch/shell bond edge and a crack opening. Based on the device analysis the final assessment is a sharp opening in the patch/shell bond edge side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.